Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: iran j med sci. 2025 jun 1;50(6):416-422. Https://doi.org/10.30476/ijms.2024.103768.3711 pmid: 40636950; pmcid: pmc12235272.

Event description:
Title: repair of rectovaginal fistulas with martius flap and concomitant levatoroplasty: a ten-year experience in a tertiary center. The aim of this study is to report long-term outcomes from a referral colorectal center, focusing on the use of the martius flap for managing low- and mid-complex rvfs. This study included 27 eligible patients who underwent martius flap repair at shahid faghihi hospital (shiraz, iran), between 2013 and 2023. 3-0 pds (eth) and 3-0 vicryl were used to close the rectal defect. Reported complications: 3-0 pds (eth), 3-0 vicryl(eth), fistula recurrence attributed for to very low anterior resection (vlar) (n=2), treatment: not reported, fistula recurrence with post-hysterectomy complications, treatment: not reported, infection (n=2), treatment: not reported, seroma (n=1), treatment: not reported, hematoma (n=1), treatment: not reported. In conclusion, the martius flap procedure was safe, with low morbidity and favorable functional and cosmetic outcomes. It could be considered a first-line treatment option for low- and mid-complex rvfs.